Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the acetabular liner was unable to be inserted into the implanted shell. The shell and bone screws were removed from the acetabulum to complete the procedure with another device.